Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostic resulted in high impedance (dc dc code 7). It was reported that the patient will be referred for surgery. It was reported that the patient is not having any side effects to the high impedance. It was reported that the device was not programmed off after observing the high impedance. No trauma is known to have occurred that could have caused or contributed to the high impedance. X-rays were ordered and the patient was referred for surgery. The patient underwent surgery on (B)(6) 2013. It was reported that pre-op diagnostics again resulted in high impedance. The surgeon then checked the lead pin connection by reinserting the lead into the generator. Diagnostic testing again resulted in high impedance. The surgeon then exposed the neck incision and noted to be fibrosis and scarring present around the vagus nerve. It was reported that there were no noticeable breaks or fractures in the lead. The surgeon implanted a new lead and generator and diagnostics were within normal limits. It was reported that the explanting facility will not return explanted devices.